Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2017. The lead exhibited high capture thresholds. On (B)(6) 2017 an attempt to reposition the lead was unsuccessful so the lead was explanted. There were no adverse consequences to the patient. The patient's condition prior, during and post procedure was stable.